Manufacturer narrative:
Journal reference: hijaz a, vasavada sp, daneshgari f, frinjari h, goldman h, rackley r. Complications and troubleshooting of two-stage sacral neuromodulation therapy: a single-institution experience. Urology. Sep 2006;68(3):533-537.

Event description:
Journal reference: hijaz a, vasavada sp, daneshgari f, frinjari h, goldman h, rackley r. Complications and troubleshooting of two-stage sacral neuromodulation therapy: a single-institution experience. Urology. 2006;68(3):533-537. With the increasing use of sacral neuromodulation therapy for refractory bladder conditions, urologist are faced with postimplantation challenges. The purpose of this study was to identify these events and their causes and management in our large singe-institution experience. From 2002 to 2004, all patients who underwent sacral neuromodulation for refractory bladder conditions were identified. Reportable event: 4 patients a had draining sinus at the ipg site without infection, that required moving the ipg. See MFR report # 2182207200807921.